Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 12-nov-2021, UDI#: (B)(4). The valve remained implanted and the delivery catheter system (dcs) was discarded. Therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) would not advance through the native aortic valve despite multiple attempts due to a severely calcified aortic arch and aortic root. The valve and dcs were withdrawn from the patient. The dcs was visually inspected by the medtronic representative who noted the transition between the nose cone and capsule were no longer coaxial due to the excessive calcification in the patient. The dcs was not used for implant. The valve was loaded into a new dcs and successfully implanted. Following the procedure, the patient was in a state of unresponsiveness and showed signs of a stroke. Neurological interventionists confirmed a cerebral infarction in the middle cerebral artery and a cerebral artery embolectomy was performed. The cause of the stroke is unknown. It was noted that a carotid artery dissection had also occurred. One day following valve implant, the patient died. The cause of death was due to the carotid artery dissection. Per the physician, the difficulty encountered during the multiple attempts to advance the dcs over the calcification in the aortic arch may have contributed to the dissection and subsequent death. It is unknown whether an autopsy was performed.